Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports "when the water sachet is broken open the fluid seeps through the paper backing of the packaging. He uses the product for intermittent urinary self-catheterization even though he has been instructed not to use affected product." End user was instructed not to use the catheters from any packages wherein the water seeps through the paper backing. End user states because of this issue "he developed epididymitis wherein he had an infection / swelling to his testicle. He was seen in the ER and had CT scan(s)". No information was provided on medical treatment. No additional information was provided.